Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information reporting that a patient underwent a mechanical thrombectomy procedure to treat ischemic stroke with retrieval of thrombus in the right internal carotid artery (ica) below the carotid t. Baseline nihss was 19 and tici was 0. A total of 5 passes were made with the solitaire device using 2 different non-medtronic catheters. During the procedure, distal embolization within the same vascular territory was observed. There was no allegation against the solitaire device. No additional treatment or intervention was reported. Tici 2b was achieved. It was noted there were no associated patient symptoms. Post-operatively, basal ganglia hemorrhagic transformation was observed with subarachnoid hemorrhage (sah) over the sylvan fissure without significant mass effect. The site determined the event was probably procedure related and possibly related to the solitaire device. It was not life threatening and did not result in disability, prolonged hospitalization, or additional intervention. The patient was noted to be recovering. Additional information received reported the study sponsor assessment determined the intra-operative event of distal embolization in the same vascular territory was a serious adverse event possibly related to the solitaire device and probably related to the procedure. The site assessment found the events of distal embolization during the procedure and post-operative sah were possibly related to the solitaire device. The events were noted to be resolved without additional intervention; the patient was noted to have recovered (B)(6) 2022.

Event description:
Additional information received reported that on (B)(6) 2022: (B)(6) assessed event as causal relationship to study procedure, possible to solitaire and mdt ancillary device phenom 21 microcatheter.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information reporting that a patient underwent a mechanical thrombectomy procedure to treat ischemic stroke with retrieval of thrombus in the right internal carotid artery (ica) below the carotid t. Baseline nihss was 19 and tici was 0. A total of 5 passes were made with the solitaire device using 2 different non-medtronic catheters. During the procedure, distal embolization within the same vascular territory was observed. There was no allegation against the solitaire device. No additional treatment or intervention was reported. Tici 2b was achieved. It was noted there were no associated patient symptoms. Post-operatively, basal ganglia hemorrhagic transformation was observed with subarachnoid hemorrhage (sah) over the sylvan fissure without significant mass effect. The site determined the event was probably procedure related and possibly related to the solitaire device. It was not life threatening and did not result in disability, prolonged hospitalization, or additional intervention. The patient was noted to be recovering. Additional information received reported the study sponsor assessment determined the intra-operative event of distal embolization in the same vascular territory was a serious adverse event possibly related to the solitaire device and probably related to the procedure. The site assessment found the events of distal embolization during the procedure and post-operative sah were possibly related to the solitaire device. The events were noted to be resolved without additional intervention; the patient was noted to have recovered (B)(6) 2022. Additional information received reported a hemorrhagic transformation stroke (ph1) and cerebral artery embolism within same vascular territory. It was noted that the patient had recovered/resolved (B)(6) 2022. Per medtronic assessment event is possible related to study procedure and medtronic anc. Dev.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.